Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 not detected on bus and drawer 3.2 unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 3-1 in the main had 2 failed pockets. A field service engineer confirmed with the customer that the issue was recoverable. The fse inspected the retractor bands and identified minor damage; however, the damage was not significant enough to require replacement. The fse reseated the row board cables on drawer controllers 3.1 and 3.2 and subsequently tested both drawers and all pockets. The system functioned as intended after the field service engineer repaired the device.